Manufacturer narrative:
(B)(4). Device evaluated by MFR.: unit returned with its original box. The unit returned has distal tip damage and wire broken. The device has the distal tip and body kinked, the kinks are located approximately at 57cm from the proximal end and 21cm from the distal tip; the guidewire is broken and it returned in two parts, one of them measures approximately 71cm from the proximal end and second one measures approximately 109cm from the distal tip. Outer diameter of the distal tip, middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that guide wire tip damage occurred. During unpacking of a 182cm v-14¿ controlwire®, it was noted that the tip of the wire was coiled. The device never entered the patient's body. No patient complications were reported. However, returned device analysis revealed that the body of the guide wire was broken.